Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the screw that goes in the back cane has came out and is missing.